Manufacturer narrative:
It was reported that the implant was revised because a patient was unstable. Ncms and the DHR were reviewed. There are no reported ncms for the subject lots and the devices were found to be within specification. There are no similar complaints reported for other components from the same lots. The components were not returned; therefore, next step was not able to evaluate the specific components subject to the complaint. There is not sufficient evidence to suggest that the reported dislocation can be attributed to implant malfunction. Joint laxity, and subsequent dislocation, has a variety of potential causes including, but not limited to, surgical implant selection and patient factors. Dislocation is a known and documented risk for total hip replacement.

Event description:
It was reported that a patient was unstable and dislocated. The head, cup, and liner were revised. The head was revised using an nsa implant. The cup and liner were revised with a competitors.